Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. Patient reported the following discrepancy: cgm reading at 107 mg/dl and blood glucose meter at 130 mg/dl. At the time of the call to dexcom technical support, the patient reported that she did not sustain any injuries and did not report any medical intervention.